Event description:
It was reported that preloaded intraocular lenses (iols) were implanted in both eyes, however, the patient was having vision problems in the left eye. The patient did not see well at distance with the left eye and was very frustrated as it took several months to let her adapt. The patient was not happy, hence, the intraocular lens from the left eye was explanted and another competitor lens was used as the replacement to help her with distance. The patient is now happier to read road signs and her reading is now better with the right eye. There was no other injury and no other intervention was required. The patient was doing well post operation. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Ethnicity/race: unknown/asked but unavailable. Date of event: unknown, not provided. Best estimate date is between (B)(6) 2022. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.